Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number has been provided.

Event description:
It was reported that the drug leaked from y site during heparin infusion.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leaks from the safestep infusion set was confirmed, but the exact cause was unknown due to evidence of use. One 20g x 1¿ safestep infusion set was returned for investigation. The sample exhibited evidence of use. The safety mechanism was engaged over the needle tip. Residue from what appeared to be tape was observed on the luer adaptor and on the extension set tubing both distal and proximal to the y-site. The y-site was cloudy on one side. Fluid leaked from the side of the white valve cap during infusion. When the y-site was pressurized, fluid sprayed from the cracks. It was possible to aspirate air through the cracks. Since the returned sample exhibited residue and discoloration, the device may have embrittled and cracked during use; however, the exact mechanism of damage could not be determined. Had the cracks existed before use, they should have been detected during the priming process; nevertheless, the supplier was notified of this complaint.

Event description:
It was reported that the drug leaked from y site during heparin infusion.